Event description:
The facility representative reported an infusion pump with failure code 16. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 16 2007. Evaluation summary:fail code 16 was confirmed to be fail code 16:310 in the event history during product evaluation. Fail code 16:310 could not be duplicated and no action was necessary.